Event description:
It was reported that a visions pv .018 catheter was used in a peripheral diagnostic procedure in a moderately calcified proximal iliac artery. During removal, the catheter got stuck on the non-philips guidewire, and approx. 6" of the distal portion had separated, but remained intact to the guidewire. Both were removed as a system, and imaging confirmed nothing was left in the patient. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions catheter shaft separated; potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions pv .018 catheter was returned without the distal section (distal tip, scanner body, expanded single lumen (esl), and shaft portion), which is approx. 11 cm in length. The returned proximal section (shaft portion, luer, and connector cable), measured 125.5 cm in length. The total length combined is 135.5 cm, which is within specification of 135-139 cm. Visual inspection found a stretched shaft at the location of separation, and a stretched guidewire exit port. Block h6: the probable cause of the separation was likely damaged during use/handling. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.